Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The electrograms indicated lead insulation integrity issues. No programming changes were made. There were no adverse consequences to the patient.